Event description:
It was reported that a 2006 MRI scan demonstrated that 50% of the peek cage implanted in prior surgery had retropulsed into the spinal canal at l5, resulting in a fractured vertebra. The patient underwent a reexploration at l5-s1 and a transverse lumbar interbody fusion utilizing a posterior approach and mixing rhbmp-2/acs with autograft and allograft, and using a peek cage. The patient continued to have severe back pain and bilateral leg pain. Follow-up MRI and CT-scans taken 3 years post-op demonstrated that there was stenosis at the level above the fusion. The patient underwent a lumbar re-exploration and removal of hardware, in addition to a lateral mass fusion at l4-5. The patient's recent medical records demonstrate that the patient continues to experience severe back and leg pain. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This patient has undergone multiple fusion surgeries using rhbmp-2/acs. Refer to manufacturer report # 1030489-2013-02814 for additional details. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006 patient underwent surgery at l5-s1 where rhbmp-2 was used.

Event description:
It was reported that a 2006 MRI scan demonstrated that 50% of the peek cage implanted in prior surgery had retropulsed into the spinal canal at l5, resulting in a fractured vertebra. The patient underwent a reexploration at l5-s1 and a transverse lumbar interbody fusion utilizing a posterior approach and mixing rhbmp-2/acs with autograft and allograft, and using a peek cage. The patient continued to have severe back pain and bilateral leg pain. Follow-up MRI and CT-scans taken 3 years post-op demonstrated that there was stenosis at the level above the fusion. The patient underwent a lumbar re-exploration and removal of hardware, in addition to a lateral mass fusion at l4-5. It was reported that the patient's "recent medical records demonstrate that the patient continues to experience severe back and leg pain." Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.